Event description:
An evoke spinal cord stimulation (scs) system implanted on (B)(6) 2023. The patient went to the local fitness club on (B)(6) 2023, and noticed after doing leg bench press exercise that stimulation stopped. The physician was contacted for an x-ray and review. On (B)(6) 2023 a lead revision was performed due to lead migration and loss of coverage. Both previously implanted leads were removed and replaced with one lead in the midline position.

Event description:
An evoke spinal cord stimulation (scs) system implanted on (B)(6) 2023. The patient went to the local fitness club on (B)(6) 2023, and noticed after doing leg bench press exercise that stimulation stopped. The physician was contacted for an x-ray and review. On 2 june 2023 a lead revision was performed due to lead migration and loss of coverage. Both previously implanted leads were removed and replaced with one lead in the midline position due to scarring.